Manufacturer narrative:
Event of device embolization was reported. A more comprehensive assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
It was reported that on (B)(6) 2021, a 5/4mm amplatzer duct occluder was selected for implant. During procedure, the occluder embolized into the descending aorta and retrieved via snare. A new 3/6mm amplatzer duct occluder ii was successfully implanted. The patient was reported to be in stable condition.